Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported to a physio-control service representative that the customer's device suddenly powered off and could not be powered back on. The device was used to monitor a frail elderly lady (approximate weight: (B)(6) kg). It was reported there was no negative outcome for the patient.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the user interface pcb had shorted. This caused damage to the system pcb and the device not to power on anymore. It was observed that the system pcb showed burn marks around connector j02 and on the system pcb/user interface pcb flex cable assembly. On the user interface pcb, the condensators, designators c12, c13 and c14 were damaged. Physio-control advised replacement of the system pcb assembly, and the user interface pcb assembly. The customer declined repair of the device and the device was returned to the customer unrepaired.